Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited noise and oversensing of nonphysiologic signal and varying pace impedance measurements within normal limits. Oversensing was recreated in clinic with the patient sitting upright. The patient refused intervention at the time and device therapy was programmed off as a result. The patient later relocated and elected to undergo revision at that time. The rv lead was partially abandoned with a portion of the lead being explanted and discarded. No adverse patient effects were reported.